Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded as per manufacturer's clinical specialist, the perfusionist noted that the delphin pump was running off its battery. Upon checking the electrical power connection, he noticed that the circuit breaker had been tripped. He placed the power cord into a secondary power output then the delphin battery started to charge. When the circuit breaker was attempted to reset, the power outlet sparked and a visible flame appeared at the outlet. At that point, the perfusionist disconnected the main power cord of the base from the electrical outlet on the battery of the base. All the electrical connections were stopped and disconnected. The device was removed from service and a new device was brought in and set-up. The field service representative (fsr) verified the complaint. He troubleshot the problem to a bad power cord in pump #2 position. It measured 340 ohms between hot and ground. The fsr installed a new power cord on pump #2 position and reassembled the system. The unit operated to the manufacturer¿s specifications. The suspect part was returned to manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the power outlet sparked and a visible flame appeared at the outlet. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed that the plug was damaged and low resistance was found between the ground wire and the wire carrying voltage. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.